Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer alleges that where the rail slides in and the bed rail allegedly broke. No injury is alleged.